Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, the shaft was found broken. The physician found the 3.5 x 15mm quantum maverick balloon shaft was broken two thirds from the distal part when he unpacked the balloon. He used another balloon and finished the procedure. The pt's status is listed as stable with no complications reported.